Event description:
The customer stated a false negative architect (B)(6) qualitative result was generated for one patient with (B)(6). The initial (B)(6) result was 0.60 s/co. The sample was repeated after centrifugation, again generating a negative result of 0.56 s/co. The same sample tested (B)(6) positive and (B)(6) positive. There was no impact to patient management.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Post lv rupture at the side of prosthetic valve post. Device not returned.

Event description:
It was reported that the patient has expired after implant duration of approximately zero days. In 2009 (through follow-up with the health-care provider), it was learned that cause of death was "post lv rupture at the side of prosthetic valve post". Per the operative report of event date, the valve was implanted but removed in attempt to repair the rupture. Repeated attempts were made to repair the ventricular rupture. "Finally, after trying numerous times, it became clear that we would not be able to repair the ventricular rupture or retransplant the mitral valve prosthesis. Discussion was made with a dr and the family was notified....the patient was pronounced dead on the operating room table."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.